Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric sleeve resection procedure, the trocar was leaking pneumo. The surgeon put saline on the top of the trocar where the seal cap is and bubbling occurred. They were using a 5mm grasper, but the device leaked whether there was a device inserted or not. The case was completed with the device. There was no patient consequence.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the psol assembly. The unit passed extended self testing.

Manufacturer narrative:
(B)(4). Leak test failure the analysis results found that the (B)(4) device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues.